Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02406. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein one lead was re-positioned. Patient now has effective therapy.